Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient called in stating they thought they needed a new handset. Patient also questioned if they were given a used handset. Patient said it takes a long time to find the ins. Troubleshooting reviewed communicator placement. Patient said it is hard for them to feel the ins through the skin. Patient was able to reposition the communicator over the ins and communicate with the device. Patient also said when the handset is connecting to the ins it takes a long time for the settings to display on the screen. Troubleshooting reviewed external devices are working as intended. Patient noted having to recharger the handset frequently, troubleshooting recommended powering off when not in use. Patient said their symptom relief is better during the day than at night. Patient confirmed overall they are getting a 50% reduction in symptoms. Patient noted they take some medication at night. Recommended patient discuss how the medication can affect symptoms with hcp. Troubleshooting did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. Patient reported that stimulation is painful but that is what helps keep them dry (having stim set at higher amplitude). Additional information was received from the patient. They reported that the cause of the handset taking a long time to find the ins was determined. They noted the likely cause as "a new machine" and stated it "take sometimes more than 5 minutes." The patient noted they need a "new machine" and that the issue has not yet been resolved.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.